Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the ac power cord and the ac power module as a preventive measure. The unit passed all tests and calibrations per the service manual.(B)(4).

Event description:
It was reported that during patient use, it was smoke was observed to be coming from the ventilator ac power cord. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.